Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the home choice device the fill phase of peritoneal dialysis therapy. The patient was connected. Troubleshooting determined the cassette had become disconnected from the supply bag. The patient would complete therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The cassette had been discarded by the patient and the lot number is unknown; therefore, a device analysis could not be completed. However, troubleshooting was able to determine the cassette tubing became disconnected from a supply bag during use and this is a known cause of the alarm. Should additional relevant information become available, a supplemental report will be submitted.